Event description:
[Description / sequence of events]. The following content was presented at the 36th annual meeting of the japanese society of congenital interventional cardiology (jan 22-24, 2026). An amplatzer septal occluder (22 mm) was initially placed in the patient's asd. However, it was retrieved due to observed compression of the ao and mv. The procedure was then completed by downsizing to the subject device (occlutech asd 21 mm). While the compression was reduced, av block occurred several hours later, and the subject device was retrieved. During retrieval, new compression of the coronary sinus (cs) was observed via tee. Defect size: 17.6 mm x 10 mm. Rims: ivc 2.9 mm / posterior 2.6 mm / svc 12.7 mm / rupv 17.3 mm / ao 7.5 mm / avv 11.3 mm / cs 9.4 mm / bs (stop flow) 22 mm / ias length 0°28.8 mm / 90° 29.4 mm.

Manufacturer narrative:
A comprehensive investigation could not be carried out due to insufficient information. Lot/sn of the complained product was not provided, and no supporting documentation images or videos were made available. Consequently, batch verification, technical investigation, and medical assessment were not possible. No definitive root cause can be identified based on the available information. Av block is a well-known side effect of the implantation.